Event description:
After deployment of the sapien xt valve in a 50/50 position, tee showed mild central aortic insufficiency (cai) due to native leaflet overhang and trace pvl. The valve was post-dilated with a true valvuloplasty balloon as it appeared under-expanded. This resulted in moderate cai. The decision was made to deploy a second valve. The second valve was deployed 60:40 aortic. Repeat tee showed the cai had reduced to none and pvl was now trivial. The native annulus had an area of 370mm² by CT. There was moderate annular and leaflet calcification.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the mild central ai post deployment of the thv was initially due to native leaflet overhang. The valve was post-dilated as it appeared under-expanded (possibly due to annular calcification), which resulted in the cai increased to moderate. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.